Event description:
The procedure was to treat a mildly tortuous, non-calcified lesion in the mid left anterior descending (mlad) artery. Pre-dilatation was performed with a trek 2.5x12 mm at 12 atmospheres. While deploying the 3.0x18 mm implant in the target site, there was a leakage of contrast noted proximal to the delivery balloon in the shaft. Due the leakage, the balloon did not inflate even at 7 atmospheres (nominal). The implant was not deployed and the device was removed from the patient with no issues. A xience prime 3.0x18 mm was then deployed completing the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft leak was confirmed as the proximal seal was separated. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.